Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.¿

Event description:
It was reported that during a laparoscopic oophorectomy, it was found the tip of the outer cylinder was deformed. No energy device was used through the trocar, but it seemed it was deformed by heat. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/30/2021. Investigation summary: the analysis results found that the b5lt device was received without the original packaging. Only the tyvek wrapper was returned. Upon visual inspection, the sleeve was observed bent. Due to the condition of the device, no functional testing could be performed. No conclusion could be reached regarding what might have caused the reported event. The damage to the device was possibly due to an improper handling of the device. Please reference the instructions for use for more information. In addition, a photo was also received and analyzed. During the visual analysis, the following was observed: the photo shows a b5lt sleeve with damage to the tip. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. See previously noted analysis of received device. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.